Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump timw was incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. Tandem technical support made multiple attempts to follow up with the customer but was unable to make contact.